Event description:
A consumer reported that she developed an infection after using the product for a few months. She stated that after a week of using antibiotic drops, she still has a problem with her eye and requires additional medical intervention. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. No lot code was reported or sample provided by the customer. Consumer allergy, sensitivity, product use, and lens care practice cannot be confirmed. Lot specific eval is not possible without a lot code. All lots are reviewed for acceptable environmental data, in process test data, finished product chemical and microbiological data, etc. Prior to lot disposition. Based on the customer reported info the root cause cannot be determined without the lot code. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).